Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples severely misaligned. The stapler was received with 35 staples left in the cartridge. A functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger on three attempts the stapler failed to drop, form, or release the staples. The remaining staples were removed from the unit and evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. The device history review for the product visistat 35w 6/box lot #73l1600584 investigations did not show issues related to complaint. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: the reported complaint of "staplers stuck during use" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler are severely misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 35 staples left in the cartridge. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The complaint states: head nurse complained that the doctor found the staplers were stuck during use. There was no patient injury.